Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report# : 1627487-2014-12627. It was reported the lead is poking out of the skin at the lead implant site as well as at the ipg implant site. The patient reported she suffered trauma in december 2013 and believes this event caused the issue. The patient has not used the system since then. The patient reported she no longer needs the scs system as the pain in the established pain pattern has resolved. The patient requested that the scs system be explanted.